Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.71 volts and the charge time was 20.66 seconds. This device was explanted and returned for analysis without allegation. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient expired. According to the physician's office, device failure is not suspected as the cause of death.